Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm also they had to rewind insulin pump more than once per reservoir change. Customer's blood glucose value was unknown at the time of the incident. Customer also mention other malfunction of insulin such as frequent random no delivery alarms, pump rejected new batteries and when they screws in new reservoir clear plastic breaks off also reservoir ring broken. Customer also stated that insulin pump did not give low battery warnings and insulin was shot when priming. The device will not be return for analysis.